Event description:
A physician attempted an arteriotomy closure in the common femoral artery using the starclose device after a diagnostic procedure. During the procedure, the vessel locator button would not stay depressed. The physician removed the device and reverted to manual compression to achieve hemostasis. There was no patient injury reported.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.